Manufacturer narrative:
It is unknown what functional tests were performed. A third-party service repaired the probe. A good faith effort (gfe) was performed to determine how the probe was repaired and what caused the issue, but no additional information was provided. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution name: (B)(6).

Event description:
Philips received a message from (B)(6) on april 10, 2023, saying that the fetal heart probe had no sound during use. The device was in clinical use at the time the issue was discovered; there was no adverse event or patient harm reported.